Event description:
Dexcom g6 sensor failure. Inaccurate readings which resulted in needing to replace a faulty sensor. Blood sugar readings were off by 80 points despite calibrations. Inaccurate readings resulted in a higher blood sugar due to the false information the sensor was providing.